Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention in (B)(6) 2022 wherein the ipg was explanted for an unknown reason.